Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The lead is part of the advisory for this model. Evaluation summary for (B)(4): no anomalies found. Full lead returned and analyzed. Additional observation of blood in/on helix mechanism.

Event description:
It was reported that during the implant a right ventricular lead was attempted, but it was too short for the patient's anatomy. The lead was removed and a longer lead was used. No patient complications were reported as a result of this event.